Manufacturer narrative:
Evaluation of complaint data for the architect total-b-hcg, list number 7k78-30, lot 70091ui00 determined that there is normal activity and no trends for the reported issue for the product. Accuracy testing was completed using panels which mimic patient samples with a retained kit of lot 70091ui00. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of the customer's instrument logs did not identify any instrument or sample issue. Review of the maintenance log indicates that no type of maintenance was performed. Historical performance of lot 70091ui00 was reviewed using world wide data from abbott link. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field. A review of labeling concluded that the issue is sufficiently addressed. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect b-hcg result on one patient. The results provided were: (B)(6) 2017 = 37.47miu/ml (>/=25.00miu/ml = positive) / same sample repeated on (B)(6) 2017 = <1.2miu/ml (<5.00miu/ml = negative). There was no reported impact to patient management. There was no additional patient information provided.